Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh revision on (B)(6) 2013.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent another gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent gynecological procedure and mesh was implanted on (B)(6) 2006 concurrently with anterior colporrhaphy, dermal allograft placement in anterior compartment and abdominal enterocele repair due to 3rd degree cystocele, 2nd degree uterine prolapsed, traction enterocele and weakened pubocervical fascia. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).